Manufacturer narrative:
Received additional information on (B)(4) 2013 regarding the aneurysm size and patient condition. The aneurysm was saccular measuring 11mm with a 6mm neck and the patient condition was normal. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
During the pipeline procedure involving two pipelines, it was reported that both pipelines could not be opened distally and the proximal segments were pinched losing wire access. A wire was used to gain access and angioplasty with a hyperform balloon was performed (an option presented in the instructions for use) to open the devices and achieve full wall apposition. Same event as MDR# 202921-2013-00528. It was reported that the patient had slight right arm weakness.